Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).if additional relevant information is received a follow-up will be submitted.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump that presented "a clamp alarm". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "clamp alarm? Was confirmed in the sample evaluation. The cause of the problem damaged slide clamp assembly damaged. Service replaced the slide clamp assembly to fix the problem.